Event description:
Device remain implanted.

Manufacturer narrative:
Clarification to b5 and d6b: status was missing from previous mw. Device is not explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Device remains implanted.